Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that post atherectomy and xience sierra stent implantation in the heavily tortuous, heavily calcified, left anterior descending (lad) artery, a distal vessel dissection occurred. A 2.5 x 38 mm xience sierra stent delivery system was advanced but failed to cross the stent implant and was removed. Another xience sierra stent was successfully implanted without issue to treat the dissection. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. An lot history review or similar incident review was not performed because the part and lot numbers were not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely when the physician attempted to cross the already implanted device it caused the reported difficult to position resulting in the subsequent patient effects of intimal dissection and subsequently additional therapy. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.